Event description:
It was reported cerebral vascular accident (cva) and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman laa closure device was implanted in (B)(6) 2020. The patient was discharged on warfarin and aspirin (asa) 81mg. A transesophageal echocardiogram (tee) performed on (B)(6) 2020 noted no thrombus on the device or leak and no position change. The patient was transitioned to dual antiplatelet therapy (dapt). Clopidogrel was discontinued on (B)(6) 2021, and patient continued asa 81mg daily. On (B)(6) 2023, the patient was evaluated for right sided weakness and diagnosed with stroke (lacunar infarct) on (B)(6) 2023. No tee was completed at this time. The patient was seen by neurology who felt that it was unlikely cardioembolic. Echocardiogram performed on (B)(6) 2025 made no mention of the device or problems seen on the device. On (B)(6) 2026, the patient presented to the emergency room for evaluation of shortness of breath and a cough. Computed tomography angiography (cta) of pulmonary arteries was completed to rule out pericardial effusion. No effusion was present, but there was suspicious dense tissue around the closure device. On (B)(6) 2025, echocardiography was completed as well as a transesophageal echocardiography (tee) and the pre-existing small pfo with intermittent bidirectional shunting was noted, along with a large mobile echo dense mass covering the entire atrial surface of the closure device. An infectious disease workup is ongoing; however, there is low suspicion the mass is vegetation/endocarditis at this time. The patient was placed on systemic anticoagulation for 4 to 6 weeks with repeat imaging (CT laa +/- tee).

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman remains implanted; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman, part # m635wu24060 batch # 0025393640. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include cerebral vascular accident (cva) (weakness) and thrombosis (dyspnea, cough) (hospitalization, imaging and medication required). Risk review a risk review was completed and confirmed that the events of cerebral vascular accident (cva) (weakness) and thrombosis (dyspnea, cough) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported cerebral vascular accident (cva) and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman laa closure device was implanted in (B)(6) 2020. The patient was discharged on warfarin and aspirin (asa) 81mg. A transesophageal echocardiogram (tee) performed on (B)(6) 2020 noted no thrombus on the device or leak and no position change. The patient was transitioned to dual antiplatelet therapy (dapt). Clopidogrel was discontinued on (B)(6) 2021, and patient continued asa 81mg daily. On (B)(6) 2023, the patient was evaluated for right sided weakness and diagnosed with stroke (lacunar infarct) on (B)(6) 2023. No tee was completed at this time. The patient was seen by neurology who felt that it was unlikely cardioembolic. Echocardiogram performed on (B)(6) 2025 made no mention of the device or problems seen on the device. On (B)(6) 2026, the patient presented to the emergency room for evaluation of shortness of breath and a cough. Computed tomography angiography (cta) of pulmonary arteries was completed to rule out pericardial effusion. No effusion was present, but there was suspicious dense tissue around the closure device. On (B)(6) 2025, echocardiography was completed as well as a transesophageal echocardiography (tee) and the pre-existing small pfo with intermittent bidirectional shunting was noted, along with a large mobile echo dense mass covering the entire atrial surface of the closure device. An infectious disease workup is ongoing; however, there is low suspicion the mass is vegetation/endocarditis at this time. The patient was placed on systemic anticoagulation for 4 to 6 weeks with repeat imaging (CT laa +/- tee).